Manufacturer narrative:
The reported reducible umbilical hernia was assessed as a serious injury related to the use of the coolsculpting device. Hernia generally requires surgical intervention to correct and prevent further complications. The occurrence of hernia is a risk inherent to the coolsculpting procedure and is detailed in the coolsculpting user manual. Allergan diligently attempted to retrieve device system logs from the customer, but no data was available prior to september 2017, possibly because the logs were not previously uploaded by the customer. Diligent efforts were also made by allergan to obtain additional information on the diagnosis and related treatment, but none has been received from the customer. Zeltiq (now allergan) was initially made aware of the reportable event on 11/18/2017, and an initial attempt to submit this MDR was made on 12/18/2017. However, due to the incorrect method of submission recently identified and being rectified by the organization, and for which FDA's guidance was sought in december 2018 under (B)(4), this MDR is being re-submitted on 01/17/2019.

Event description:
On (B)(6) 2017 allergan received report from a practice that a patient received coolsculpting treatment to the upper and lower abdomen using a cooladvantage plus applicator on (B)(6) 2017, and was subsequently diagnosed with a reducible umbilical hernia on (B)(6) 2017. It is not known if the patient had a pre-existing hernia. On (B)(6) 2017, allergan received information that the patient was planning to undergo hernia repair on an unspecified date. Allergan diligently attempted to retrieve device system logs from the customer, but no data was available prior to (B)(6) 2017, possibly because the logs were not previously uploaded by the customer. Diligent efforts were also made by allergan to obtain additional information on the diagnosis and related treatment, but none has been received from the customer.